Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. On (B)(6) 2025 at 22:04:35, the no external power alarm activated while connected to the mpu due to both white and black lead relative state of charge (rsoc) voltages diminishing. Rsoc voltages fully depleted by 22:04:36. This was consistent with a loss of ac power. The backup battery was able to support the system while there was no external power. The alarm cleared on its own shortly after power was restored at 22:04:47. The backup battery was able to provide power to the controller during this no external power event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot low voltage, power cable disconnect, and no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No serial or lot number was provided by the customer to perform a device history record review. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review, and the event log file displayed power cable disconnect / low power hazard / no external power on (B)(6) 2025. The alarms appeared to be caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The event log file displayed a string of low power advisories on 22may2025 due to depleted batteries in-use / normal battery depletion. 94 pulsatility index (pi) events were captured in the event log file. There were no other unusual events seen within the log files.